Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and delamination on valve (75% partial separation). Leak test and microscopic analysis was performed which identified: device no leakage, valve crack and delamination (cohesive failure), the device has no leakage even though there is crack and delamination. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and delamination partial of the valve (cohesive failure). Neither the delamination nor the crack of the valve cause leakage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.